Event description:
The covidien customer support engineer (cse) reported that the 840 vent had a blank display. There was no pt involvement. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).